Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that an edwards dpt kit was connected to the medrad avanta injection system and the arterial pressure shown on the monitor was 50mmhg, while the expected value was 150mmhg. The shape of the waveform is unknown, but it was confirmed that it was not correct. The dpt was exchanged, but the problem was not solved. It is unknown if there were any alarms. The medrad avanta spat set was replaced and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
Received one flothru dpt with stopcocks at both ends. As received, all connections appeared tight. It was able to prime throughout the unit without any indication of occlusion or flow restriction. No leakage was observed from the unit during leak testing. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during output drift testing and met specifications. Electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. Zero-offset also met specifications. No visible defect was found from dpt cable connector.